Manufacturer narrative:
(B)(6).

Event description:
It was reported via medwatch (B)(4) that the device became stuck and patient became ischemic. A rotapro 1.75mm was selected for a percutaneous coronary intervention (pci) of a highly calcified right coronary artery (rca). During the procedure, the device became stuck on the distal edge of the calcified plaque. The physician was unable to pull the burr back into the guide. The patient became ischemic and required CPR.